Manufacturer narrative:
The cts asked the customer to power down the instrument and tighten the thumb screw on the syringe, which was loose; however, controls continued to fail. Service was dispatched. A field service engineer (fse) evaluated the instrument at the customer's site and observed air in the tubing and syringe. The fse replaced the rinse pump assembly, and the controls were run successfully. No alarms were generated to alert the customer of the air in the line. On (B)(6) 2016, the customer reported ca controls failing false negative bilirubin and false low specific gravity. The customer told cts when strips from the waste bin were examined that the first two pads appeared to be white and completely dry. The customer also stated many urines were resulting in "blue" for color. The customer confirmed that none of the blue results were released out of the lab; they were caught and corrected prior to being released out of the lab. Service was dispatched to the customer location. The fse observed air in the tubing, and found the syringe body was loose, which appeared to have caused the air in the tubing. The fse tightened the syringe and ensured air bubbles were not present in the tubing. The fse was able to run controls successfully. On (B)(6) 2016, the customer called to report air bubbles in the tubing again. Service was dispatched to the customer location. The fse observed a crack in the syringe pump. The fse replaced the syringe pump assembly to resolve the issue, and was able to pass controls successfully. The customer service history was reviewed and the customer has not called back to report of any recurrences. (B)(4).

Event description:
The customer reported that controls failed for color and specific gravity on an ichemvelocity automated urine chemistry system. The customer technical specialist (cts) advised the customer via telephone to perform a color gravity module (cgm) clean. The customer failed controls again upon repeat. The cts informed the customer that controls are only good once opened, for 15 days; the customer stated the controls were opened on (B)(6) 2016 and the controls had been opened for approximately 19 days. The cts advised the customer to open fresh controls. Upon repeat with the fresh controls, the customer reported failing ca false negative for bilirubin and blood; cb failing false negative for urobilinogen and false positive for blood, and the customer experienced low specific gravity for both ca and cb. Erroneous patient results were not reported out of the laboratory and there was no injury or effect to patient treatment related to this event. This report refers to the event that occurred on the date of event; refer to 2023446-2016-00277 for report of the event that occurred on 05/21/2016 and 2023446-2016-00279 for the report of the event that occurred on (B)(6) 2016.